Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient's father stated that upon removal of the sensor pod, the sensor wire remained inserted in the patient's skin at the abdomen area. Patient's father contacted patient's primary care physician who advised contact with an endocrinologist. A message was left with the endocrinologist and patient is awaiting a call back. Should the endocrinologist not respond soon, patient was advised to seek assistance from the emergency room. Dexcom technical support requested an update be provided on the outcome. Patient reported slight pain and puffiness at insertion site. No injuries or further medical intervention were reported.

Manufacturer narrative:
(B)(4).